Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the mesh". Medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia and left inguinal hernia. A bard/davol kugel patch, reference number 0010105, lot number huvk1954 was implanted to repair the hernia defects. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia and left inguinal hernia. A bard/davol kugel patch, reference number 0010105, lot number huvk1954 was implanted to repair the hernia defects. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2014 - patient developed ventral and left inguinal hernia thereby underwent open repair with the implant of kugel mesh. Per operative notes, "an incision was made, and a medium sized kugel mesh was placed in the preperitoneal space and fanned out to cover both the inguinal floor and underlay the ventral hernia. At the level of ventral hernia and the inguinal floor, closure of the defect was done with sutures incorporating bites of mesh.¿ (B)(6) 2015 - patient had left groin pain secondary to irritated mesh, palpable protruding edge of the mesh thereby underwent repair with partial removal of mesh. Per operative notes, ¿the mesh was removed from the surrounding tissues and on the upper end, it was densely adherent to the peritoneum. It was felt that trying to completely remove the mesh all the way towards this posterior limit where it was adherent to the iliac vessels would be dangerous. Therefore, only the portion that was poking on, protruding, and causing pain would be removed. The memory ring of kugel mesh was cut, and pulled out of the mesh and discarded and then the redundant portion of mesh that was poking up was all trimmed off. The remaining mesh was well underneath the musculature and not pushing up or protruding up, which would cause the pain. The resulting hernia defect created from this was then closed sutures.¿ 10-oct-2015 to 06-apr-2016 - patient had multiple hospital visits due to chronic left groin pain, right groin bulge and prescribed with pain medication. (B)(6) 2016 - patient underwent an exploratory laparoscopy with removal of left inguinal hernia mesh and lysis of adhesions. Per operative notes, ¿multiple adhesions to the left side of the pelvis of omentum and bowel were taken down away from the mesh. The mesh was lying over the inferior epigastric vessels, and it was dissected free of these vessels and was slowly and meticulously peeled away and a full large piece of the remaining mesh was removed, it appeared that it folded on itself in at least one position, if not more than one position and was extremely thick. Attention was then turned towards the right groin and there was noted to be no defects. Pelvis was irrigated with saline and suction evacuated to make sure all small, tiny pieces of mesh were removed.¿ attorney alleged that the patient had adhesions, bowel/intestinal obstruction, mesh migration, nerve damage, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the mesh retracted and folded.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the mesh". Medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date and date of explant. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about eight months post-implant of kugel patch, the patient developed adhesions, mesh protrusion, mesh deformation and abdominal pain thereby underwent repair with explant of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.